Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door could not be locked. The field service engineer (fse) identified that two row pockets in the refrigerator had failed and the door remained unlocked. The fse powered off the refrigerator unit and battery, rebooted the pyxis system, and powered the refrigerator back on, after which the door and pockets recovered successfully and returned to normal operation. The fse performed validation using the hardware test application and confirmed that all tests passed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door could not be locked. A reboot and a storage recovery attempt were performed on the device. However, the issue remained unresolved, and the refrigerator door continued to not lock. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.